Manufacturer narrative:
Product event summary: manufacturer¿s analysis found that the output connector of the device was broken. It was also noted that the upper case, both bail covers, and attachment ring cover were broken, and the attachment ring was bent. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) originally returned for preventive maintenance subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.